Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that reservoir lip ring was damaged, insulin pump was damaged at back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device was received with cracked select button keypad overlay, cracked battery tube threads, cracked case at corner of the belt clip rails and broken belt clip rails. The p-cap locks properly into place. (B)(4).